Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaw of the device had separated, which confirmed the complainant's experience. Engineering also observed that the laser welds on the jaws had broken. Based on the condition of the returned unit, the broken weld caused the jaw of the device to separate. Applied medical is unable to determine the root cause of the broken weld based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. Jaw is broken. No information available but contacted some people in the or to try to get more info. Patient status: unknown.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. Jaw is broken. No information available but contacted some people in the or to try to get more info. Patient status: unknown.